Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate shock and fracture on the right ventricular (rv) lead. On 1 dec 202, the physician elected to cap and replace the rv lead. The patient was in stable condition.